Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a soundstar eco 8fg ultrasound catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. After sound merge was performed in left atrium using sound star eco catheter, brockenbrough was performed to approach the left atrium. After pre la (left atrium) mapping was performed by octaray, rpv (right pulmonary vein) ablation was about to be attempted using smart touch sf catheter under cs1-2 pacing. But blood pressure was found to be decreased just before the ablation start. The sound star eco catheter was inserted in right ventricle, left ventricular short axis view was drawn, and pericardial fluid was observed. After vasopressor was administered, the vital was improved, and the rpv ablation was started at the physician¿s discretion. After ablating the entire circumference of the rpv, when the lpv (left pulmonary vein) was ablated at three points, the blood pressure dropped and pericardial fluid increased, so emergent pericardial drainage was performed. At that point, the ablation was terminated. The patient's blood pressure rose transiently, but the vital could not be maintained unless pericardial fluid was continuously drained with a syringe. It was found that the blood that could be drained was arterial blood according to the result of the blood gas measurement. Hokkaido kitami hospital cardiac surgery department was consulted and the patient was transferred. The patient was transferred while the sound star eco catheter was left inside the cardiac cavity. The length of hospital stay was extended. During open heart surgery, the tip of the soundstar was reported to be exposed through the left ventricular free wall, so it is thought that there was a perforation in the left ventricular free wall. The catheter did not have any physical damage, exposed wires, or detachment of any component.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot g9414816 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jan-2025, bwi received additional information regarding the event. No error messages were observed on biosense webster equipment during the procedure. No detachment of any component or physical damage on the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).